Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest and displacement accuracy test. Pump passed the dat test at 0.08730 inches. No unexpected insulin flow blocked alarms or under delivery anomalies noted during testing. Unit received with an unexpected low battery alert in the pump trace download, high sleep current measurement and high active current measurement due to moisture damage on electronic board stack. No unexpected replace battery alerts or replace battery now alarms noted during testing. Moisture damage on motor assembly and force sensor assembly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had low battery. Insulin pump also received replace battery alarm. Customer stated that battery cap was not loosen, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.